Event description:
The customer reported to olympus, the gastrointestinal videoscope had air supply failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on the bending section cover had a white clouded area. Due to clogging of the nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesives around the light guide lens had white clouded area. Nozzle was deformed. The plastic distal end cover had a burn. The objective lens had a scratch. The protector of universal cord on suction connector side had a scratch. The universal cord had a wrinkle. The universal cord had a scratch. The image guide protector had a scratch. The forceps channel port was shaved. Switch 1 had wear. Paint on suction cylinder was peeled. The control unit had a scratch. The electrical connector had discoloration due to water leakage. The grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 21-nov-2023. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely that the foreign material remained due to physical damage to the device, however a definitive root cause cannot be established. The event can be detected and prevented by handling the device in accordance with the instructions for use: - evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. - evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided the following information regarding the event: it was unknown when the event was observed. The device was inspected prior to use. The diagnostic procedure was completed with the same set of equipment.